Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6.

Event description:
The manufacturer was informed of a perivalvular leak after implant of perceval sutureless aortic heart valve, pvs23/size m. The valve was implanted on (B)(6) 2021. As reported, surgeons were planning to improve paravalvular leak by interventional treatment, such as place an occluder or dilation again with a balloon. Based on the information received, severe paravalvular leak appeared but the time is unknown. Reportedly, the valve was explanted, and magna ease valve was implanted in the patient as a replacement. The exact explant date is unknown. Based on the medical judgment received, the valve was bicuspid type 0. Based on the information received, surgeons don¿t think that this was a product issue. No further information was provided.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Event description:
The manufacturer was informed of a perivalvular leak after implant of perceval sutureless aortic heart valve, pvs23/size m. The valve was implanted on (B)(6) 2021. As reported, they are planning to improve paravalvular leak by interventional treatment, such as place an occluder or dilation again with a balloon. Based on the information received, severe paravalvular leak appeared but the time is unknown. Based on the information received, the valve was explanted, and magna ease valve was implanted in the patient as a replacement. The exact explant date is unknown. Based on the medical judgment received, the valve was bicuspid type 0.

Manufacturer narrative:
Based on the information available, definitive root cause of the reported event cannot be established but based on the medical judgement received, there was no issue with the device and the event was not device related. Furthermore, from the document review performed, no manufacturing deficiencies were identified. As such, the cause of the reported event cannot be traced to the device. Should further information be received in the future, a follow up report will be provided.

Manufacturer narrative:
Remains implanted.

Event description:
The manufacturer was informed of a perivalvular leak after implant of perceval sutureless aortic heart valve, pvs23/size m. The valve was implanted on (B)(6) 2021. As reported, they are planning to improve paravalvular leak by interventional treatment, such as place an occluder or dilation again with a balloon. Based on the information received, severe paravalvular leak appeared but the time is unknown.

Manufacturer narrative:
Conclusion will remain the samee.